Event description:
On (B)(6) 2009, the patient reported he continues to have issues with leaky cartridges for his insulin infusion device. He stated the insulin flows out of the cartridge past the 2 black o-rings and then sucks air in past the o-rings. He said no insulin has leaked into his device. He stated he fills 6 cartridges at a time and the leaks occur while he is filling the cartridges. Courtesy cartridges were sent to the patient. An offer was made to have a trainer come to inspect the cartridges but the patient declined. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.